Manufacturer narrative:
Additional information (03/29/2016): during follow-up visits, a siemens customer service engineer (cse) found a problem with the level sense on the reagent probe and found that the sample dual resolution dilutor (drd) was jammed. The cse cleaned the reagent probe and changed the pipetter, sample drd, sample manifold and sample probe. The cause of the discordant, falsely low psa result on one patient sample is unknown.

Manufacturer narrative:
The initial MDR 2247117-2016-00021 was filed on april 08, 2016. Corrected information (4/13/2016): in the initial MDR 2247117-2016-00021, product code was provided as dgc for immulite 2000. The correct code is lgd and the information has been corrected.

Manufacturer narrative:
The initial MDR 2247117-2016-00021 was filed on april 08, 2016. The first supplemental MDR 2247117-2016-00021_s1 was filed on april 18, 2016. The second supplemental MDR 2247117-2016-00021_s2 was filed on may 3, 2016. Additional information (06/03/2016): a siemens headquarters support center (hsc) specialist reviewed the service report. As multiple parts were replaced, the hsc specialist could not determine the cause of the discordant, falsely low psa result on one patient sample. This instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent probe and checked the position of the reagent probe. A siemens headquarters support center (hsc) specialist evaluated the instrument data to determine if there were errors in the instrument level-sensing, which could cause inadequate sample volume to be aspirated for testing. The files did not indicate a level sense discrepancy for the sample in question. The hsc specialist determined that level 1 quality control was out of range. The cause of the discordant, falsely low psa result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The same sample was tested a day before in an alternate laboratory on an alternate immulite 2000 instrument, resulting higher. The customer repeated the sample on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low psa result.